Manufacturer narrative:
The pump user guide states: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the correction factor setting was incorrect on the pump which made the bolus calculation amount incorrect. Customer's blood glucose level was 167 mg/dl. The customer corrected the correction factor setting successfully.